Event description:
An implantable pulse generator (ipg) system was returned from (B)(4) funeral home with no patient information. Information identified in the online obituary indicated the patient died approximately four months post implant of the ipg system. The cause of death is unknown.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID: addrs1: implanted: (B)(6) 2012. Product ID: 5092-58, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.